Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650de, exp. Date: 03/31/17, mfg. Date: 03/31/16. Devices have not been received.

Event description:
A report was received that the patient's power sources were changing to the other source earlier than expected. Based on the results of a preliminary controller log file analysis, two of the patient's batteries were exchanged.  The devices were exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information received indicates that the patient's battery capacities were at more than 25% when they changed to the other controller power source.  The site further reported that the switching could not be reproduced by manipulating the battery connections and/or cables.  The vad coordinator verified that no visible damage was noted on the controller power ports.  The event was not associated with any controller alarms or pump stop events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) returned: 02/03/2017. Method - visual inspection; interoperability evaluation; electrical evaluation; actual device evaluated. Results - interoperability problem. Conclusion - quality system deficiency. It was reported that the patient was experiencing power switching events. Two batteries were returned for evaluation, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.